Event description:
Follow-up identified the patient's system was reprogrammed, which in turn provided adequate stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostic testing indicated multiple high impedances. Reprogramming restored stimulation initially; however, the issue persisted. The patient underwent an rf procedure to address shoulder pain. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient's lead continued to display high impedances which resulted in ineffective stimulation. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2017-06670. Reference MFR report: 1627487-2017-06671. Follow-up identified during the surgery on (B)(6) 2017, the patient's cervical lead was replaced with a competitor's paddle lead due to the ongoing impedance issues. In addition, the patient had two extensions which were explanted and returned to the manufacturer for analysis. The extensions have been included as device 2 and device 3 respectively.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017. Per the manufacturer's database, the patient received two non-abbott adapters. Further details are unknown at this time.